Event description:
It was reported that an ilet user experienced low glucose after administering external subcutaneous insulin without disconnecting the device during a prolonged hyperglycemic episode due to an unannounced meal. The event involved user technique and not a specific device component. Symptoms included hypoglycemia and hyperglycemia ranging from 53 mg/dl to 293 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem, and an improper or incorrect procedure, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.